Event description:
It was reported that the user encountered an ¿unable to proceed¿ alert during a supply change on the ilet while attempting to fill the tubing, after initially selecting the meal announcement button instead of the cartridge button. The user confirmed attaching the connector to the cartridge prior to insertion, and a dry run delivered 165 units without issue, after which the supply change completed successfully. Symptoms included hyperglycemia peaking at 215 mg/dl. Outcomes included successful completion of troubleshooting and education with resolution of the alert. Investigation included guided troubleshooting and a functional check via dry run. Investigation of this case revealed user interaction error related to supply change steps and infusion set handling, with no device malfunction confirmed and the infusion set and cartridge functioning when used correctly. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error.